Event description:
Tidi saliva ejectors -suction catheter- blue tip came off while suctioning patient, could have fallen into the patient's trachea...potential foreign body or tracheal obstruction. Product pulled and no longer used here.